Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 523 mg/dl and 409 mg/dl. The customer was treated with insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, scratched reservoir tube window, cracked reservoir tube lip, stained end cap sticker and a stained address/serial number label.(B)(4).